Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? According to feedback, no patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lower eyelid entropion procedure on (B)(6) 2021 and suture was used. During use the suture pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent a lower eyelid entropion procedure on (B)(6) 2021 and suture was used. During use the suture pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? According to feedback, no patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.